Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were unresponsive, especially the b and act buttons and she had to push more than once to respond. Customer stated that the insulin pump had no delivery alarm. Customer reported that insulin pump had crack at the top side part of the pump and scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.